Manufacturer narrative:
D10 concomitant product: unknown gia, unknown gia product, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastrectomy procedure, the instrument did not fire. The loading unit was replaced to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the sulu (single use loading unit) displayed a full complement of staples. The interlock was engaged. Microscopic inspection of the knife blade displayed no damage. Functional testing found that the sulu interlock was reset and loaded into a test instrument. The sulu unloaded and loaded repeatedly without difficulty. The sulu and instrument were applied to test media with acceptable results. The firing knob of the test instrument retracted and advanced properly without difficulty. The knife cut completely and cleanly and the staple line was properly formed. It was reported that that the interlock premature. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to improper loading of the cartridge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance for reloading: to remove the fired sulu, separate the inst rument halves. Holding the cartridge half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove sulu for instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until unit snaps into place. Remove shipping wedge after sulu was fully loaded. Sulu will "float" up and down in final loaded position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.